Manufacturer narrative:
The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Device not yet received by manufacturer.

Event description:
Roi-c : broken cage it was a cervical disc surgery. From information received, "upon impacting the implant into patient disc space surgeon noticed the implant was cracked". The implant was removed and another one with same size was used to complete the procedure without further issue. No x-rays provided. No impact on patient. No delay more then 30 min was reported. From additional information received, the crack was noticed after implantation of the cage. No anchor was used yet. According to reporter, surgical technique was respected while loading the cage on the implant holder, alignment with the disc space before implantation was good, patient bone was normal. (No hard bone detected). From additional information received, there was no other issue with the inserter after this case. Investigation is in progress.

Manufacturer narrative:
This medwatch is submitted to send the result of the investigation of this complaint. Date of report, MFR site, report source, if follow-up, what type, device evaluated by MFR were updated. The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. From information provided, based on the product history records, and the recurrence of this type of event for this implant, it is assessed that the event could be due to mishandling when inserting the cage into disc space. However, the description received did not allow to understand perfectly if the surgical steps were followed or not. This hypothesis could not be validated. Root cause is unknown. The investigation found no evidence to indicate a device issue. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.